Event description:
It was reported that the user experienced a low blood glucose episode but could not recall any details. Cause was unclear, with no alerts or alarms reported. Symptoms included hypoglycemia with unknown blood glucose levels. Outcomes included no reported long-term impact or hospitalization. Investigation included customer interview and case review. Investigation of this case revealed no device alarms or malfunctions reported and no device component concern identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.